Manufacturer narrative:
This is three of three manufacturer report being submitted for this case. Please reference related manufacturer report no: (MDR# (B)(4)). Investigation is still ongoing. Device remains implanted in patient.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure with a 26mm valve, the user had difficulty advancing the delivery system through the 14fr sheath because of a highly calcified right iliac. While trying to use additional force, two valve struts got bent over. A vascular dissection was noted on the right iliac and was repaired with two stents.

Manufacturer narrative:
As the device was not returned, therefore visual, function, and dimensional testing were not performed. Imagery provided was evaluated and revealed prior deployment crimped thv had 1 bent strut at inflow side, one strut bent outward approximately 180degrees at inflow side and a bent strut was observed on the post deployment. A device history record DHR review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review revealed no other complaints relating to the complaint codes below. As no device was returned and there is no evidence to support a manufacturing design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The instructions for use IFU training were reviewed: IFU for esheath+ introducer set, device preparation training manual. The guidelines and instructions provided to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials remain similar between the esheath and esheath+. Edwards has provided the guidelines or instructions to physicians in the IFU and device preparation training manual. No IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to introduce and navigate catheter through anatomy. No evidence of product nonconformances or labeling IFU inadequacies were identified in the evaluation. A corrective and preventive action CAPA was initiated to capture further investigation and corrective preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. A product risk assessment pra determined that the product is performing as expected and within control limits; therefore, no further action is required. See pra assessment for details. The complaint for failure frame damage was confirmed based on provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU training materials revealed no deficiencies. As reported, during a tavr procedure with a 26mm valve, the user had difficulty advancing the delivery system through the 14fr sheath because of a highly calcified r iliac. During the insertion of the delivery system the distal tip of the esheath was damaged about mid way back. When trying to use additional force two valve struts got bent over. Per the training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If the push force is high, consider slightly pulling back the sheath 12 cm while advancing the thv delivery system, and do not overmanipulate the sheath at any time. Additionally, per the case note, the patient had calcification in the iliac. The presence of calcification can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the valve strut damage at the inflow. These patients and or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors calcification and or procedural factors excessive device manipulation, high push force may have contributed to the complaint event. Since no product nonconformance was confirmed, a product risk assessment escalation is not required. Since no edwards defect was identified to have contributed to the complaint events, no corrective preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. In this case, a vascular perforation occurred and was possibly due to procedural factors device manipulation and or severe calcification of the access vessel that may have contributed to the complaint event.